Event description:
The facility representative reported a mini-infuser with a condition of "syringe not moving down during operation." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a mini-infuser pump with a malfunction of "syringe not moving down during operation" was confirmed during device evaluation. The cause of the condition is the on/off switch wire protruding out, preventing the pusher block from moving. The device was returned unrepaired.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.